Manufacturer narrative:
In regard to this complaint, both a laser interface connector and a laser mainhouse were provided for investigation. Investigation of the laser interface connector did not reveal any anomalies; it worked according to d.o.r.c specifications. Investigation of the laser mainhouse revealed the occurrence of the f04a error in the laser memory (las4) and revealed a failing safety shutter. Based on investigation results, it was determined that the reported complaint is attributable to a failing safety shutter of the laser module.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (lm-shut-sticky). Since 2022 more than 100.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during vitrectomy, at the laser step, the laser system failed to boot up and remained stuck in the "booting" mode. As a result, the laser could not be used, and the issue could not be resolved at the time. The surgeon had to bring in an alternative laser device to complete the procedure. No report of patient/user harm. However, the procedure was prolonged due to this event.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during vitrectomy, at the laser step, the laser system failed to boot up and remained stuck in the "booting" mode. As a result, the laser could not be used, and the issue could not be resolved at the time. The surgeon had to bring in an alternative laser device to complete the procedure. No report of patient/user harm. However, the procedure was prolonged due to this event.